Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing step. Customer changed out the infusion set and cartridge and reportedly the issue was resolved. Customer's blood glucose was 303 mg/dl.